Manufacturer narrative:
(B)(6). Literature article: g.s taylor, v. Patel, s. Spencer, r.j fluck and c.w mcintyre "long-term use of 1.1% amino acid dialysis solution in hypoalbuminemic continuous ambulatory peritoneal dialysis patients". 2002: pp 445-450. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study of continuous ambulatory peritoneal dialysis (capd) patients using nutrineal, seven patients experienced 13 episodes of peritonitis. The cause of the peritonitis was not reported. It was not reported if the patients were hospitalized. Treatment for the peritonitis events was not reported. Patient outcomes were not reported. It was reported that four of the patients discontinued pd therapy, two of the patients had to stop using nutrineal whilst pd was ongoing, one patient was transferred to automated pd therapy and one patient was transferred to automated pd and the other was due to a leak and fluid overload requiring a change to icodextrin. The patient outcomes were not reported. No additional information is available.